Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. Patient is stable.

Event description:
New information received notes that the device was explanted and replaced. Patient is in stable condition and did not experience any adverse effects.